Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrector handpiece was not recognized by the machine and would only cut at 2500 cuts per minute at unknown timing of surgery. The procedure type was unknown. The surgery completion details were unknown. There was no information about patient impact.